Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 502 mg/dl. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the cartridge and resuming insulin.